Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During a rotator cuff repair, the anchor broke and the broken piece was not removed. A 30-45 minute delay occurred. A back-up device was used to complete the repair.